Manufacturer narrative:
Initial reporter city: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross. Upon removal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries reported.